Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated dobbhoff was received for evaluation. The sample was visually inspected, and the reported condition was confirmed. The device does not meet specification. A walk through was performed into the manufacturing process. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. Based on the team investigation, it was concluded that the potential root cause is that an assembly problem has opportunity to occur during the assembly method. The standard work instruction was updated in order to include more detailed instructions of the process steps for the operator to follow for the assurance of an adequate assembly of the stylet and hub. This includes detailed steps to follow in the use of the assembly machine, and proper use of the fixture. This change was documented. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the metal guide pierced the green tip, exposing a metal spike. No injury was reported. Further information provided stated that removal of the guidewire becomes extremely dangerous for the patient, so they had to remove the entire tube and insert a new with the same item code. The insertion took place in the operating room, and the removal of the device was in ambulatory surgery.